Event description:
A customer observed a higher than expected vitros ipth result obtained from a single patient sample (54.4 pg/ml) using vitros ipth reagent lot 0380, compared to the expected result (36.8 pg/ml) using vitros ipth reagent lot 0401, when tested on a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the affected result was reported from the laboratory. It is unknown whether or not a corrected report was issued. There was no reported allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained from a single patient sample using a sub-optimal calibration on a vitros 3600 immunodiagnostic system. The definitive root cause for the event is user error, as the customer did not verify the affected calibration by testing quality control fluids prior to testing patient samples. There were no reported allegations of harm as a result of this event.